Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Battery out limit alarm found in the pump history file due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did receive a low battery alert. Customer's blood glucose level was unknown. Customer continue troubleshooting as battery was failed again after less than 7 days. Customer not tried aa lithium battery in insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.